Event description:
During a low anterior resection, the surgeon had two incidents with the stapler. In both instances the staples did not form properly. With the first instrument the surgeon experienced difficulty in closing the instrument. It was noted by the surgeon and his scrub nurse the anvil of the stapler had become caught on a retractor. After releasing from the retractor, the instrument was closed and fired. After firing, it was noted the staples did not form. The instrument was then removed. At the surgeon's request, the rep inspected the instrument and noticed the shaft of the anvil was bent. This may have been caused by attempting to close the ecs on the retractor. The surgeon then pre-prepared the rectum for a second anastomosis. A second ecs was opened. The ecs was inserted in the usual fashion and opened until the orange band on the instrument shaft was visible. The anvil was attached and the instrument was closed. The surgeon stated he made sure the orange line was in the green firing zone. The safety was released and the instrument was fired. The surgeon said he felt a "click". Again it was noted the anastomosis was not completed and the staples did not form. The surgeon was concerned about the amount of rectum remaining and decided to hand sew the anastomosis. The pt consequence was approx two hours of extended or time.

Manufacturer narrative:
D6; device returned with no lot identification. Results of evaluation: conclusion: based on the info received and the visual and functional results, it appears as if one of the instruments was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and the breakaway washer. The second instrument was returned with the anvil shaft bent, therefore, further functional testing could not be performed. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to instrument the instrument performs as designed.